Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the physician experienced difficulty advancing the thumb advancer, but thumb advancement was completed. The clip was fired; however, bleeding was still observed. Manual arterial compression was used to achieve hemostasis. The physician indicated he maybe did not have enough dissection of the tissue tract that could have caused the thumb advancement difficulties. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. It was reported that there was difficulty advancing the thumb advancer, but thumb advancement was completed. The starclosese instructions for use state: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency. Four unused sterile starclose se devices with part number 14679-05 and lot number 030116h, were returned for evaluation with the complaint. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Estimated date of the event, exact date was not provided. The starclose se indicates in the instruction for use, under precautions: do not advance or withdraw the starclose se against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.